Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology was reported as moderate to severe tortuosity and moderate calcification. The aortic neck was 25 mm in length, 22 mm in diameter, and had anterior angulation of 10 degrees. It was reported that the talent bifurcated stent graft was implanted; however, due to the tortuosity of the vessels, the physician was unable to cannulate the contralateral gate with a wire. The physician elected to convert the bifurcated stent graft to an aorto-uni-iliac (aui) configuration using a talent converter and talent occluder, and then performed a femoral-to-femoral bypass, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (severely tortuous and moderately calcified vessels).